Manufacturer narrative:
Investigation evaluation: the product was returned to cook and then forwarded to the qualified supplier for eval. The investigation is ongoing at this time. A follow-up MDR will be submitted within 30 days of receiving the supplier's evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined. The product evaluation has not been returned to cook from the qualified supplier. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following info was provided by the cook area representative based on comments made by the user. The physician was attempting to deploy a clip in the stomach. The clip was attached to the site but would not release from the deployment device because the physician believed the inner wire broke in the handle, kelly clips were used to grab the inner wire and release the clip. Another clip was used and the same difficulty occurred. The physician used a different clipping device to complete the procedure successfully. Cook also received info directly from the physician. The physician indicated "2 of them after firing, we couldn't get to come off the sheath - the clip were closed and fired, but not disengaging from the sheath." A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.